Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. ¿ cyst(s): unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture". Later patient reported "cyst" via ultrasound. This record is for the right side. Device was explanted and replaced.

Event description:
Patient reported right side rupture and cystic lesion. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Patient reported "rupture". This record is for the right side. Device remains implanted.

Event description:
Patient reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, d.6b, h.6.

Event description:
Patient reported "rupture". Later patient reported "cyst" via ultrasound. This record is for the right side. Device was explanted and replaced.